Event description:
It was reported that the patient presented to the hospital after receiving several shocks. During device interrogation, several vf episodes were observed due to noise. High pacing impedance was noted. The noise was reproduced with arm movements. The device was programmed off and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.